Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level which was due to a bent cannula. Further, the patient tried to treat it with a bolus via the pump. Subsequently, on (B)(6) 2020 the patient was admitted to the hospital, where fluids of saline, insulin and intravenously some unspecified drug (drug name unknown) was administered as corrective treatment, which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.